Event description:
The pt originally had surgery (B)(6) /2012, for closed reduction and percutaneous stabilization using two 0.625 k wires of metatarsal joints 4 and 5 and screw fixation of tarsal metatarsal fracture-dislocations of toes 2 and 3 with lisfranc screw. A homerun screw was placed from the medial cuneiforms through the second metatarsal to the third metatarsal using a 4.0 cannulated screw. An additional screw was placed from the first metatarsal to the second metatarsal with a 4.0 cannulated screw. On (B)(6) 2013, the pt saw the orthopedic surgeon in his office complaining of increasing pain. X-rays in the office revealed that her screw from the great toe metatarsal to the second metatarsal appeared to be loosening with some diastasis at the lisfranc's joint. Smoking history for the pt was pointed out by the physician as potential problem. Surgery was done for removal of both screws. The pt tolerated the procedure well and was discharged home. Two screws returned to MFR with no other information about the screws.